Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm on (B)(6) 2023. Upon insertion, the site was bleeding and the patient tried to stop the bleeding but it continued bleeding. The patient went to the emergency room at 4:00pm. They treated the patient with pressure and stitching was done. They put silver nitrate to help stop bleeding. She was advised to remove the bandage after 24 hours. At the time of the report the patient was fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.